Event description:
It was reported that over the past several months the patient experienced increased incontinence with a one year old artificial urinary sphincter (aus). A revision surgery was performed in which the existing 5.0 cm cuff was removed and replaced with a 4.5 cm cuff. During the procedure atrophy was noted. There were no device malfunctions associated with the explanted cuff. The patient did not experience any additional adverse events and was said to be good after the procedure. It was indicated that no other information was available. Should pertinent additional information become available, it will be provided.